Event description:
Caller states that the customer allegedly obtained the following readings on his aviva system (B)(4) within 10 minutes: 40 mg/dl and 101 mg/dl. Customer was feeling hypoglycemic symptoms at the time of the readings. Caller then tested the customer on the school's aviva system (B)(4) and obtained a reading of 54 mg/dl within 1 minute. Caller treated customer with a glass of orange juice. Customer then tested himself on his aviva system with a reading of 87 mg/dl, still with hypoglycemic symptoms, within 5 minutes of the reading of 54 mg/dl. Customer drank more orange juice and tested on the school's aviva meter at 144 mg/dl with no symptoms. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the school's aviva system 2. Reference medwatch with (B)(6) for the customer's aviva system 1.